Event description:
The surgeon states surgeon has seen the pt since 5/12/99. Since that time surgeon has prescribed topical steroids and antiglaucoma medications.

Event description:
A surgeon reported a case of iritis in a pt with an intraocular lens (iol) implant. No other info is known at this time, but additional info is being sought.